Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of recurrent cystocele with paravaginal defect, rectocele with perineal laxity, urinary frequency and chronic pelvic pain. It was reported that after a urological procedure where this device was implanted, the patient experienced pain, injury, anterior prolapse, enterocele, and vaginal vault descensus. After the original procedure additional surgeries were required, including an anterior and posterior repair with pelvitex mesh. During the repair, the patient was noted to have bilateral paravaginal/midline defects consistent with distention cystocele. After the secondary procedure, the patient experienced vaginal bleeding and pelvic pain, which was treated with vaginal cortisone injections as well as an IV lidocaine infusion. Three years after the additional procedure, the patient experienced minimal rectal pressure, pelvic pressure, prolapse, and a swollen posterior vaginal floor. Treatment included administration of estradiol, physical therapy, and acupuncture.